Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported , "during the user's inspection, it was found that the front end of the guidewire could not be delivered, and there was an obvious protrusion in the front section of the guidewire when touched by hand, and a new setinger was replaced for catheterization, but the same batch of products had uniform problems." No other information was provided. It was reported this occurred with six devices. This report addresses the fourth device.